Event description:
Reporter stated on (B)(6) 2018 at about 06:00 am his wife's pump was beeping and alarming out of control and suddenly quit working. This resulted to a seizure to the patient and was quickly taken to the emergency room at (B)(6). The pump was later interrogated by medtronic and found the pump to have malfunctioned. The reporter further stated that the patient has experienced a number of failures with this pump and would like FDA to take a look at it. Currently reporter has the pump removed and sequestered for safety reasons. Reporter also stated he will provide many historic data on the pump if requested. Reporter stated that he is looking forward to hearing from FDA via telephone call as he would prefer to hand the device to a government agency for review rather than to medtronics.